Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. During media analysis it was noticed that a customer has attached a photo of the coil, it can be observed that the main coil is kinked and severely stretched, also, there is a video attached that shows an x-ray media. Visual inspection, only a main coil and introducer sheath were returned for this complaint. The main coil was severely stretched, and kinked, interlocking arm was detached. The introducer sheath was inspected, and no anomalies were noticed. No more damages noticed. Microscopic inspection on main coil, the zap tip has a smooth surface. The interlocking arm was inspected, and it was detached (part was not returned). Dimensional inspection shows fiber loss due to coil stretching condition.

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the abdominal aortic aneurysm. A 14mmx30cm interlock was selected for use. During the procedure, it was noted that the coil could not be released through the microcatheter and failed to deploy. The coil was simply pulled out with microcatheter and the procedure was cancelled. No patient complications were reported and patient was stable post procedure. It was further reported that according to plan, the physician was ready to deploy 2 coils. However, due to the issue noted on the second coil, only one coil was actually deployed.

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the abdominal aortic aneurysm. A 14mmx30cm interlock was selected for use. During the procedure, it was noted that the coil could not be released through the microcatheter and failed to deploy. The coil was simply pulled out with microcatheter and the procedure was cancelled. No patient complications were reported and patient was stable post procedure. It was further reported that according to plan, the physician was ready to deploy 2 coils. However, due to the issue noted on the second coil, only one coil was actually deployed.

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the abdominal aortic aneurysm. A 14mmx30cm interlock was selected for use. During the procedure, it was noted that the coil could not be released through the microcatheter and failed to deploy. The coil was simply pulled out with microcatheter and the procedure was cancelled. No patient complications were reported and patient was stable post procedure.